Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (moderately calcified aorta). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (moderately calcified aorta).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 6.8 cm in diameter thoracic aortic aneurysm approximately 18 months ago. Vessel morphology was reported as the proximal and distal aortic neck were moderately calcified and also severely calcified at the iliac. There was thrombosis located at the proximal and distal aortic neck. It was reported that intra-operatively, a type ia proximal endoleak was observed. The physician implanted a (B)(4) and the endoleak was resolved. There was no injury to the patient. The patient will be monitored. No clinical sequelae were reported and the patient is fine.